Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was recieved from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) at unknown co ncentration/dose via an implantable pump for intractable spasticity. It was reported that the patient's pump had a motor stall after magnetic resonance imaging (MRI), greater than 2 hours. The hcp stated that patient had an MRI yesterday and when they checked the pump this morning it was still showing as stalled. The hcp confirmed that patient did not experience any symptoms of underdose or withdrawal and pump was not audibly alarming that he was aware of.